Event description:
Medtronic (covidien) received information that two days post pipeline procedure, a patient suffered multiple embolic stroke. The patient was treated for an unruptured amorphous right internal carotid artery (ica) aneurysm. The vessels were extremely tortuous in the right opthalmic ica and posterior communicating artery area. It was reported that the pipeline was deployed successfully through very challenging tortuous anatomy. Two days post procedure, the patient experienced a left hemiparesis and was lethargic. The CT scan result showed multiple small emboli in the right hemisphere. The device will not be returned because it was implanted.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there was no reported defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. (B)(4).